Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device experienced a surgical pocket infection. Antibiotics were provided to treat the infection, and a procedure was scheduled to have their icm device explanted. However, the patient removed the icm device themselves since it was protruding through their skin; no surgery was performed to explant the device. No new icm device has been implanted, and no replacement surgery has been planned at this time. No additional adverse patient effects were reported. This icm device was discarded by the patient and therefore is not available for return.